Event description:
Healthcare professional (hcp) reported pts (pts) receiving hemodialysis treatment (tx) on 1550 device. During tx, pts reported feeling sick, nausea, vomiting and cramping during treatment. Hcp reported no medical intervention was necessary and as of 10/25/99 pts are doing fine.